Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set would not flush. This occurred during an unspecified process step in the ambulatory surgery unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.